Event description:
Caller reported that the backlit function illuminated, but the screen displayed no information and was completely blank. There was no adverse impact to the customer's blood glucose level. Customer was unable to interact with or read the pump screen, which led to technical support deciding to replace the pump. The customer reverted to manual injections for insulin therapy.